Event description:
Regulatory agency reported volume reduction and "during surgery, the expander was found broken" in the unknown side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: an opening, brown particles on the shell, creases fold, and wear abrasion. Leak test and microscopic analysis was performed which identified: a sharp opening on radius. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening.

Event description:
Regulatory agency reported volume reduction and "during surgery, the expander was found broken" in the unknown side. The device has been explanted.